Event description:
It was reported that approximately 10 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed a distal endoleak. The patient was treated with two limb extensions. However the endoleak remained. The physician elected to place an additional bifurcated device over the currently implanted, which corrected the endoleak. Two days later it was determined that the leak persisted, which will be monitored. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient. Operative images were provided for clinical assessment and were reviewed by internal medical director with the following impression: the problem is related to a tortuous iliac and a dilated bifurcation. There is no information about how the persistent endoleak has been treated. The material suggested does not support a problem with the device. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue was not specifically identified although the clinical assessment suggests that the difficult anatomy experienced during the procedure was the cause of the endoleak. No device issue was identified.